Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('terrible lower abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's flare"), axillary pain ("severe pain time to time under my armpits"), malaise ("essure made me extremely ill/ health problem"), feeling cold ("I freeze all the time"), hyperhidrosis ("sweating so bad") and lymphadenopathy ("my glands would even swell up"). The patient was treated with surgery (davinci in july). Essure was removed. At the time of the report, the abdominal pain lower, crohn's disease, axillary pain, malaise, feeling cold, hyperhidrosis and lymphadenopathy outcome was unknown. The reporter considered abdominal pain lower, axillary pain, crohn's disease, feeling cold, hyperhidrosis, lymphadenopathy and malaise to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : abdominal pain lower, axillary pain, crohn's disease, feeling cold, hyperhidrosis, lymphadenopathy and malaise". Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('terrible lower abdominal pain') and crohn's disease ('crohn's flare') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), axillary pain ("severe pain time to time under my armpits"), malaise ("essure made me extremely ill/ health problem"), feeling cold ("I freeze all the time"), hyperhidrosis ("sweating so bad") and lymphadenopathy ("my glands would even swell up"). The patient was treated with surgery (davinci in july). Essure was removed. At the time of the report, the abdominal pain lower, crohn's disease, axillary pain, malaise, feeling cold, hyperhidrosis and lymphadenopathy outcome was unknown. The reporter considered abdominal pain lower, axillary pain, crohn's disease, feeling cold, hyperhidrosis, lymphadenopathy and malaise to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : abdominal pain lower, axillary pain, crohn's disease, feeling cold, hyperhidrosis, lymphadenopathy and malaise". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.